Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided repairs information, the pressure sensor was defective and needed to be replaced. However, despite several requests for parts return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "- error alarm - up stream sensor. Replaced sensor - error cleared". Reporting due to the referenced issue; no serious injuries were reported. More information is needed to complete the investigation.